Manufacturer narrative:
The device evaluation found foreign objects in the objective lens. Based on the results of the investigation, the cause of the foreign material that remained in the objective lens cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual states detection method associated with the event in¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-290 series reprocessing manual chapter 5:reprocessing the endoscope. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps proved by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide a response as the whether there was a delay in the start of precleaning and if endoscope presoak in the detergent solution. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the objective lens. There were no reports of patient involvement.